Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump was received with a pump error 38 alarm during rewind due to a corroded motor home switch and jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or very unexpected suspend [low sg] due to pump error 38 alarm.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 124 mg/dl and the sensor glucose was 56 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 72 mg/dl. Threshold/low suspend limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device will not be returned for analysis.